Event description:
It was reported the patient went to the emergency room (ER) via ambulance due to low blood glucose (bg) levels dropping below 49 mg/dl. It was reported the patient loss consciousness, had a seizure, vomiting and the paramedics were called. In the ambulance the patient was given a nausea pill and when arrived to hospital the patient received a CT scan and bg's were monitored. The patient was released 2 hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.